Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was 272 mg/dl. The customer is declined to troubleshoot because they will change the set and call back if there is any other issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.